Event description:
Customer's wife reported that on (B)(6), 2014 customer could not test because when he pressed the m button on his adc blood glucose meter nothing happened. Caller further reported the customer's "blood glucose level is too low" and that due to this she called the paramedics. Upon arrival the paramedics initiated an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with insertion of strips and button depression. The menu options could be scrolled through using the buttons. Meter powers on when m button was pressed and powers off when m button was pressed to turn off. Did observe response when buttons was pressed. The complaint is not confirmed.